Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction; serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/19/2017 and is as follows: patient alleges that a cook gunther tulip filter was placed via the right jugular vein on (B)(6) 2007 for chronic pe. Patient alleges no retrieval attempts. Patient alleges that outcomes attributed to the device include: tilt and vena cava perforation. Patient medical records allege a CT scan on (B)(6) 2017, which alleged vena cava perforation and note a ¿greenfield type ivc filter¿ which was ¿placed in 2006¿. Patient also alleges complaints of pain (type and location dependent on position of movement of his body) and anxiety due to retained filter.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿[copy paste from brief description "tilt, vena cava perforation" cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2007. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Patient outcome was not provided. Per additional information, on (B)(6) 2007, the plaintiff had a cook gunther tulip filter implanted in his inferior vena cava. On (B)(6) 2017, a CT of his abdomen revealed that the filter is tipped anteriorly, and its distal prongs are bulging out of the ivc wall, 6.5 cm beyond the normal ivc wall into the adjacent gonadal vein. As a result, the plaintiff has suffered damages without further detailed information.